Event description:
It was reported for this demo device that it has a blank display and won't boot up.

Manufacturer narrative:
(B)(4). It was reported for this demo device that it has a blank display and won't boot up. Philips bench evaluated the device and confirmed the reported complaint. There was no reported pt involvement. It was found that the device booted up but the display was distorted. The bench replaced the processor pca to resolve this issue. All performance assurance tests passed and the device was put back to the demo pool for use. We will consider this a malfunction of the processor pca that caused the display to become blank at boot up.